Event description:
On (b)(6) 2026, it was reported that on (b)(6) 2026, the user was hospitalized for an unspecified medical condition. The reason for hospitalization, blood glucose values, diagnosis, treatment received, and discharge information were not available. Additional information could not be obtained despite multiple follow-up attempts with the healthcare provider, field personnel, and the patient's family.

Manufacturer narrative:
The user was reportedly hospitalized on (b)(6) 2026 prior to the subsequently reported death. Available information indicates the user had recently initiated iLet therapy and had experienced persistent hyperglycemia, requiring multiple outreach attempts from Beta Bionics personnel and the treating endocrinology office for additional education and support. On (b)(6) 2026, the treating office reported the user had discontinued iLet therapy for several days because of difficulty operating the device. The patient was hospitalized on (b)(6) 2026, during which additional education regarding the iLet application, infusion-set changes, and meal announcements was reportedly provided. No further clinical information regarding the hospitalization, including diagnosis, treatment, or glucose management, could be obtained despite repeated attempts to contact the healthcare provider, field personnel, and family members. Based on the available information, a causal relationship between the hospitalization and the iLet cannot be established. The reason for hospitalization remains unknown, and no device malfunction, use error, or device deficiency has been confirmed. The event remains Cause Not Established. If additional information becomes available, including hospital records or healthcare provider information, a supplemental MDR will be submitted.